Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room severely fatigued and dizzy. Upon arrival, it was noted that the patient¿s heart rate was in the 40¿s with intermittent pacing. An interrogation indicated that the right ventricular (rv) lead triggered a lead warning for high impedance, intermittent oversensing and greater than 2000 ventricular high rates that appeared to be noise. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.